Event description:
The implant failed due to poor bone condition and pt health habit. The implant was placed at #41 and removed after 2 months. Fixture was placed with primary closure. Ridge extension. Moderate oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Device evaluation attached.